Event description:
Report received from analysis of the device that the posterior foot was broken and missing from the perclose a-t (the closer ak) device. The physician had attempted arteriotomy closure with a perclose a-t device following the interventional procedure. Upon needle retrieval, it was noted that cuff miss had occurred. Manual compression and a femostop device were used and hemostasis was achieved. It was reported that the vessel was heavily calcified. There were no reported adverse patient effects. Though requested, no additional info was provided.